Event description:
A report was received from (B)(6) stating that the device has a hole in the hose. It is known that this event did not occur during surgery. However, it is unk if there was user or pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).